Event description:
Complainant called to report that she had surgery in 2003, where meteal screws were placed in her toes. She stated that the screws were pressing down on a nerve. She stated that she is allergic to metal and believes that this is causing severe nerve damage. She said that she experiences tingling, burning, and an overall feeling as if she is being shocked. She further stated that at night time she is in a great deal of pain. She stated that she has been to clinic and nobody can determine what is causing the nerve damage. She stated that she is allergic to nickle and wondered if this could be a possible side effect.